Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has a sieve leak, low o2 on 2lpm, and the alarm is not functioning. Dealer states it's the pc board causing it.